Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The reported event of low sensing was not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, low sensing was observed on the right ventricular (rv) lead. After multiple attempts to reposition the lead, the rv lead was explanted and replaced. The patient was in stable condition.